Manufacturer narrative:
The ventilator was evaluated and the (B)(4) power supply was replaced. The component was returned for failure investigation. A visual inspection of the component showed that several cover screws were missing, screws were missing from inside the unit, incorrect length screws were used during post manufacturing reassembly causing a short circuit. Further investigation was conducted using an ohmmeter. The fault was isolated to the field effect transistor (fet) q1 and q2. Conclusion: the fault was isolated to the field effect transistor (fet) q1 and q2. No further investigation or repair was conducted on this unit. If the power supply failed in this manner, with a bps installed, during ventilation the ventilator would continue to run on backup battery power. The appropriate audio and visual alarms would enunciate. If no bps was installed an independent alarm would sound for at least two minutes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an explosion noise occurred and "smoke"/"steam" came out from the rear part of an 840 ventilator. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. It was reported that a technician found that a capacitor on the power source unit had exploded. It was reported that an abnormal smell was found but no burnt trace was found.